Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles inside the water well and mask, and smell of burning plastic. In addition, the patient mentions using "a device for cleaning." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been updated. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. There were findings of damaged buttons on the upper enclosure, missing anti-slip rubbers in the bottom enclosure, a scratched ui panel, contamination from insect infestation, a reboot error, and an error related to the circuit board with no further details provided. The device was scrapped. H3 other text : evaluated by third party.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles inside the water well and mask, and smell of burning plastic. In addition, the patient mentions using "a device for cleaning." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.